Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced suspend using the pump and suspend basal and bolus turn off the sensor and the customer alleged the pump was over delivering. The customer reported blood glucose value of 60 mg/dl. The customer reported hypoglycemia and the customer was treated with carb intake. The event involved product(s) mmt-342, mmt-431a, mmt-7040a, mmt-1884l. Troubleshooting was performed. Customer was using the auto mode/smart guard feature at the time of the event. Customer has been using the insulin pump system within 48hrs of reported low bg event. No further patient complications were reported. The customer will continue use of the device. No product return is required for mmt-342. No product return is required for mmt-431a. No product return is required for mmt-7040a. No product return is required for mmt-1884l.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced suspend using the pump and suspend basal and bolus turn off the sensor. The customer reported blood glucose value of 60 mg/dl. The customer reported hypoglycemia, hypoglycemia treated with discontinue use of insulin delivery system, glucose/carb intake. The event involved product(s) mmt-342, mmt-431a, mmt-7040a, mmt-1884l. Troubleshooting was performed. Customer was using the auto mode/smart guard feature at the time of the event. Customer has been using the insulin pump system within 48 hours of reported low blood glucose event. No further patient complications were reported. The customer will continue use of the device. No product return is required for mmt-342. No product return is required for mmt-431a. No product return is required for mmt-7040a. No product return is required for mmt-1884l.